Event description:
Discordant, falsely low sodium (na) , potassium (k) and chloride (cl) results were obtained on one patient sample on a dimension exl with lm instrument. The discordant results were not reported to the physician(s). The sample resulted as expected on initial run and when repeated on the same instrument using a small sample container, resulted lower. A new sample was obtained, and was run in duplicate on another dimension exl with lm instrument, resulting as expected. The repeat results were not reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium, potassium and chloride results.

Manufacturer narrative:
A siemens global product support (gps) specialist evaluated the instrument data, and did not find an instrument malfunction. The gps specialist made recommendations to the customer to make sure that there is sufficient sample in the small sample container before running samples. The cause of the discordant, falsely low na, k and cl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.